Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient requested to meet with a representative because their implantable neurostimulator (ins) was discharging every 48 hours. The patient will be moving to (B)(6) and would like to meet with a representative there. Agent reviewed the representative's role and provided the nas number. Patient was escalated and then disconnected the call. No symptoms were reported. Additional information was received from the patient (pt). They reported that yes, there was a device concern. "Normally it was discharging after 4 to 5 days." Pt kept a log of the "base microvolts settings" since (B)(6) 2025 up to (B)(6) 2026. The cause of the discharging every 48 hours was unknown to the pt. The pt met 10 days ago with a manufacturer representative (rep) and he fixed "a x e" to new values (micro voltages) but keeps discharging. The issue has partly been resolved after meeting the rep.